Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunctions: main lamp does not light (xenon lamp lifespan emergency lamp lights up) and error code e102 would likely be that the locking mechanism and scope detection slide not functioning. Immediate customer solution: light source cleaned, and bulb replaced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii light source displayed error code e102 "replace the xenon bulb". The issue was found during the procedure. There were no reports of patient harm.